Manufacturer narrative:
Manufacturing site evaluation: we received the tibia plateau together with the sliding surface in contaminated condition for examination. It was decontaminated according to internal standards. The implant components were visually and microscopically investigated. The sliding surface is connected to the tibial plateau and shows slight signs of wear. The bottom side of the tibial plateau shows some slight cement residues. There is almost no cement residue on the bottom (coated surface) of the tibial plateau. Dark spots on the surface could indicate a cement adhesive in the past. There are only a few small particles left, directly on the top of the cone. The x-rays provided are undated, but it is possible that they were taken immediately after the primary surgery. The x-rays show the following: the femur component is in a good position (varus/valgus). From the lateral view, also the tibia component looks appropriate (size, positioning). The frontal plane shows that the implant is not perpendicular to the mechanical axis (varus misalignment). However, the cementation looks appropriate. The device quality and manufacturing history records have been checked for the available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. It could be possible that the failure is usage related. There are no hints for a material problem. According to the quality standard a material defect and production error was not found. At that time we exclude a design related error because the market feedback is unremarkable on this matter. Potentially a lacking initial stability when implanting could be existed. It could be possible that there was a problem with the cement technique, for example: the processing time of the used cement was exceeded. Wrong temperature. Depending on the activation level of the patient, this may have led to the loosening after the long implantation time. This product has not been placed on the market since 2014. A CAPA was not necessary.

Event description:
It was reported that there was an issue with a columbus mios tibia implant. When changing the tibial joint surface, no connection between the implant and the bone cement was found. The prosthesis was implanted ex domo 2011 and, according to the patient, the complaints have been increasing since (B)(6) 2018. A revision surgery was necessary. The malfunction is filed under aag reference (B)(4). Involved components: nn005k - columbus cr femoral comp.cemented f5l - 51693300. Nn221 - columbus cr dd glid.surface t2/2+ 12mm - 51720186.